Event description:
It was reported that two charge episodes were aborted due to possible output circuit damage. Both ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information shows lead remains implanted.

Manufacturer narrative:
The lead was returned cut in three sections. Analysis found insulation abrasion in the middle section and two cables were also damaged in the same area.